Event description:
Patient injected insulin with pt hoechst opti pen. After injection, needle had disappeared. Pt stated that pt used the needle 3-4 times. Patient went to hospital where needle was removed under surgery.